Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety did not activate for an introducer needle is confirmed but the root cause could not be determined. One 21 ga bbraun safecan introducer needle was returned for evaluation. An initial visual observation showed use residues throughout the returned introducer needle. The safety mechanism was observed to not be engaged, but the safecan that slides over the metal safety mechanism was missing from the returned device. The metal safety mechanism was found halfway down the needle shaft. A functional test of attempting to slide the metal safety mechanism down the needle shaft and over the needle tip revealed the safety mechanism to slide down over the needle tip without resistance. A microscopic observation revealed the tip of the safety mechanism to be slightly deformed. Because the device was returned opened and used without the safecan, the complaint of a safety mechanism not activating correctly is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by customer that ¿one of my vascular access nurses was in the middle of a procedure when he stuck himself by reaching onto the tray. He had just removed the needle from the catheter and the safety did not engage." 11/8/2023: it was reported the patient was admitted with n/v. The event didn't involve an urgent or life-threatening medical situation or delays in treatment. No adverse event other than the employee being stuck with a dirty needle. The treatment was completed with line insertion and there was no change in care. (B)(6) 2023: it was reported by the customer "labs were drawn, patient does not have any blood-borne diseases that we are aware of. Event was reported to facility employee health. Labs drawn on the clinician for baseline and we followed our post needle stick policy."

Event description:
It was reported by customer that ¿one of my vascular access nurses was in the middle of a procedure when he stuck himself by reaching onto the tray. He had just removed the needle from the catheter and the safety did not engage." 11/8/2023: it was reported the patient was admitted with n/v. The event didn't involve an urgent or life-threatening medical situation or delays in treatment. No adverse event other than the employee being stuck with a dirty needle. The treatment was completed with line insertion and there was no change in care. 11/14/2023: it was reported by the customer "labs were drawn, patient does not have any blood-borne diseases that we are aware of. Event was reported to facility employee health. Labs drawn on the clinician for baseline and we followed our post needle stick policy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.